Event description:
Boston scientific crm received information that this adapter associated with the patient's device system was explanted, due to pocket infection. A new device system may be implanted once the patient is cleared by the physician.

Manufacturer narrative:
Review and confirmation of manufacturing records was performed. No anomalies were found. It cannot be determined whether the event was related to device performance, or pt condition.